Event description:
The customer contact reported a delay of critical therapy during an alarm condition. The pt was to receive IV fluids and hyperbaric therapy as treatment for smoke inhalation. At approx 1100, the device was programmed to deliver lactated ringer's solution, at a rate of 200ml/hr, and delivery was started. No further programming parameters were provided. At approx 1200, the pt was placed into the hyperbaric chamber. The customer contact reported that approx 30 minutes after the hyperbaric chamber reached 3ata, the device alarmed with either n180 (distal occlusion non-delivery) or n186 (distal occlusion-delivery). Although there was potential for serious injury, the customer contact indicated there were no adverse pt effects. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. The n186 (distal occlusion delivery) and n180 (distal occlusion non-delivery) alarm conditions that were reported by the customer contact were noted in the device history, but were not duplicated during testing. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2011 at 0907, line a was programmed to deliver at a rate of 200ml/hr, with a vtbi (volume to be infused) of 1000ml, for a duration of 5 hours, and the delivery was started. The delivery was stopped, reprogrammed to deliver at a rate of 500ml/hr, and restarted. At 0908, the delivery was stopped, reprogrammed to deliver at a rate of 200ml/hr, and the delivery was restarted. At 0909, the device alarmed with n186 (distal occlusion delivery). At 0911, the delivery was restarted. Between 0911 and 1029, the device alarmed with the n186 alarm 7 times. At 1030, the device was turned off. At 1031, the device was turned back on, and alarmed with n180 (distal occlusion non-delivery). Between 1032 and 1106, the device alarmed 7 times with n180, and 2 times with n180. At 1106, the device was turned off. This report represents all the info known by the reporter upon query by hospira personnel.